Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 27mm navitor vision was chosen for implantation utilizing a large flexnav delivery system. Pre-procedure CT was suboptimal but showed minimal but sufficient calcification, so no pre-balloon valvuloplasty was performed. Aortic angle was 45 degrees. At 80% deployment, the valve was under expanded at a depth of 4-5 mm. This was thought to be due to more severe calcification than anticipated. Despite this, the valve was released. The implant depth at release prior to migration was 2-3mm. All retainer tabs were confirmed released. After release the valve migrated. There was no interaction with delivery system. No snaring was performed and a 23mm edwards valve was placed. After placement of edwards valve the navitor was surgically explanted. The implanter did everything only in lao view.

Manufacturer narrative:
Removed medical device problem code 4001 (patient device interaction problem). The device was not returned for analysis. An event of valve under expansion, migration, and patient device interaction problem was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, the reported valve under expansion is related to patient anatomy (severe calcification). A cause for the reported migration could not be conclusively determined. The reported surgery is the result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.